Event description:
Subsequent to the initial report, the following information was received: pre-dilatation was performed using an unspecified 6.0x40mm balloon.

Event description:
It was reported that three supera stents were successfully implanted in the mid popliteal lesion. A fourth supera stent delivery system (sds) was loaded onto the guidewire. Before sds insertion into the anatomy, the physician decided to pre-dilate more. The supera sds was removed from the wire, without reported resistance, and the tip detached from the delivery system. The tip and delivery system were removed without intervention. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.